Event description:
Per the clinic, the patient experienced an infection at the implant site which was treated with oral antibiotics. It was also reported that the device was extruded, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021.